Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The last blood glucose reading recorded in the glucose meter was 400mg/dl. The husband stated that the customer had broken her leg a couple of weeks before and it caused a blood clot that it gotten into her lungs. No further information was provided.